Event description:
The pt was getting a spot bone scan of pt's ankles. Pt was on pt's back and pt's arms were placed so that pt's hands were on pt's chest, and blankets were covering pt. When the scan was finished, the operator pressed "patient load", and the gantry was returning to the home position. The pt's arms dropped down, and the gantry caught pt's left arm, and pulled it backwards. Pt said "hey, my arm doesn't bend that way". The operator hit the e-stop but pt's left arm had broken first between pt's shoulder, and pt's elbow.